Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
A calculated reservoir volume discrepancy was reported. The patient complained of increasing pain since last refill, also complained of neck and shoulder pain. No diagnostics were performed. The etiology was indicated as possibly related to the device, therapy and implant procedure. The severity was noted as moderate. The catheter was replaced and the device was disposed of according to biohazard instructions. The patient outcome was resolved without sequelae (B)(6) 2014. The pump was used to deliver sufenta, baclofen, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported, the reason for repositioning and catheter replacement (lumbar portion) was confirmed evidence of a partial catheter kink.